Manufacturer narrative:
Device 9 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the starter holes were very off-centered which created a break in the seal. He used about 3 or 4 from this box. No photo is available at this time.